Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2016 with a driveline infection. A driveline wound culture was positive. The manufacturer's technical services reviewed the provided system controller log file and reported there were no adverse events recorded. On (B)(6) 2016, the patient was discharged home on suppressive antibiotic therapy.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.